Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was blood leakage from the sleeve with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the product number is 368608 and the lot number is 7356901. My phlebotomist's are telling me that after getting the second tube when they go for a third something is happening to the rubber covered needle in the holder that is making it leak. I don't have any specific date that it happened nor how many times. It has to be somewhere between 25-30 but I honestly don't know. I do have extra unused products from this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was blood leakage from the sleeve with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the product number is 368608 and the lot number is 7356901. My phlebotomist's are telling me that after getting the second tube when they go for a third something is happening to the rubber covered needle in the holder that is making it leak. I don't have any specific date that it happened nor how many times. It has to be somewhere between 25-30 but I honestly don't know. I do have extra unused products from this lot.